Manufacturer narrative:
Please note the correction to d4 lot # and h6 device code. The reported event could not be confirmed since the device was not returned for evaluation to verify the alleged failure. The returned device underwent visual inspection, which revealed deformation on the proximal side of the threaded rod. The rod appeared slightly bent, with areas where the material was pressed inward. Additionally, the teeth exhibited noticeable deformation and were displaced from their original geometry, indicating that the material had been pressed outward and distorted from its intended shape. Functional inspection was performed using a sample lag screw. It was observed that the lag screw could not be locked in place on the side where deformation was present. Additionally, the engagement point for the teeth could not secure the lag screw without the threaded rod, as the deformation of the teeth interfered with proper locking. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material-, manufacturing-, or design-related problems were found during the investigation. Based on the findings from the investigation, the root cause is attributed to user-related factors. The deformation observed on both the teeth and the threaded rod suggests damage consistent with metal-to-metal contact under force, indicating improper handling or use during the procedure. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "instrument no longer ¿grips¿ the femoral neck screw."

Event description:
As reported: "instrument no longer ¿grips¿ the femoral neck screw."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.